Event description:
It was reported that the lead exhibited increase in capture threshold. The physician tried several positions and experienced the same result with inability to keep threshold stable. The lead was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field even to of high threshold and capture anomaly was not confirmed. Analysis was normal. No anomaly was found.